Event description:
During outpatient bronchoscopy procedure biopsy forceps malfunctioned while inside the pt's left upper lobe. The jaws of the forceps stopped functioning and were frozen in the open position making it unsafe to remove without significant clinical action. A single pair of flexible biopsy forceps were used to obtain endobronchial biopsies x 5 from the mucosa of the left upper lobe. The forceps appeared to function normally with continuous video imaging. The same forceps were then used to obtain transbronchial biopsies in the left upper lobe under fluoroscopic visualization. The first biopsy appeared to be normal. On the second attempted biopsy, the respiratory therapist felt a click and the attending as well as the fellow heard a click or pop noise. On fluoroscopic imaging the biopsy forceps were noted to be stuck in the open position with the jaws angulated to one side in an abnormal orientation. It was immediately discovered that the forceps could not be withdrawn from the airway with normal force.